Manufacturer narrative:
This report is being submitted to relay additional information. Correction: the event description was updated making this event a serious injury. The following sections are being reported: b1: adverse event and required intervention to prevent permanent impairment/damaged were checked. B5: event description was updated. B4: date of this report was updated. D10: ifnt3211, full osseotite tapered certain implant 3.25 x 11.5mm/lot number 2021030863 was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H1: type of reportable event was updated to serious injury. H2: type of follow up was updated. H6: impact code 2199 was removed and 4624 and 4627 were added. H10: narrative/data was updated.

Event description:
Additional information was received: it was reported that the screw was broken after the crown was placed. The broken screw was unable to be removed, therefore the implant had to be removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. G4: PMA/510(k) number not available. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a broken screw was noted. No additional information was provided.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the reported unknown biomet screw for evaluation. Visual evaluation was performed; there was an unknown fractured screw stuck inside the implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, device malfunction did occur. The screw was fractured and stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.